Manufacturer narrative:
Pump received with missing segments/partial display due moisture damage on liquid crystal display board. Unable to perform any tests due to missing segments/partial display. Pump received with cracked battery tube thread noted.

Event description:
It was reported that insulin pump had crack on screen. The customer's blood glucose value was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.